Event description:
Per the clinic, the patient contracted a viral illness that was associated with pain and mild swelling around the implant site, muffled sound quality, dizziness and intermittent fevers. Subsequently, the patient was hospitalized on three occasions (specific date and duration not reported). Investigations continue to be negative for signs of infection. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.